Manufacturer narrative:
A titan touch pump and reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes and all strain relief of the pump and on the inlet tube of the reservoir. A partial separation is noted on the inlet tube of the reservoir. Testing revealed this not to be a site of leakage. No functional abnormalities are noted with the pump or reservoir. The information received indicated auto inflation, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, auto inflation issue - replaced reservoir and pump. Additional information received indicated the patient was having auto inflation and could not deflate cylinders. The doctor tested the pump and reservoir.